Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. The instrument was found to have the main tube completely broken. Visual inspection found the base of the main tube to be broken which could have cause the instrument to become stuck in the trocar. This would explain the customer having to manually remove the instrument from the trocar by breaking it off and forcing removal of the cannula, therefore completely severing the main tube and all internal parts. Additional observations related to customer reported complaint: 1. The instrument was found to have the hypotube broken. The hypotube was completely severed at the midpoint of the instrument along with all other internal components of the main tube. No pieces were found to be missing. Additional observations not reported by site: 1. The instrument was found to have grip cable, pitch cable and flush tube broken at the midpoint of the instrument along with all other internal components of the main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radial hysterectomy surgical procedure, the prograsp forceps wrist was damaged and bent. The prograsp forceps instrument could not be removed through the cannula because the joint between the shaft tip and metal section was damaged. The customer removed the instrument and the cannula together. The procedure was completed as planned with no reported injury. It was not confirmed if fragments fell inside the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.